Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) exhibited oversensing noise resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.